Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had an issue with the keyboard not working correctly on the insulin pump. Customer stated that it was impossible to press any button.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump received with cracked battery tube threads, belt clip slot and minor scratched display window.